Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted in december, the rv lead amplitude decreased from 20 mv to 6-9mv. Boston scientific technical services (ts) discussed the increase in impedances could be due to calcification as they had gradually increased. Boston scientific technical services (ts) recommended reprogramming the high oor alert notification to 150 ohms and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the device declared a code 1005 on the right ventricular (rv) lead, which indicates a high shock lead impedance was detected when attempting to deliver a shock. The patient's arrhythmia was successfully converted. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 125 ohms. It was noted in december, the rv lead amplitude decreased from 20 mv to 6-9mv. Boston scientific technical services (ts) discussed the increase in impedances could be due to calcification as they had gradually increased. Boston scientific technical services (ts) recommended reprogramming the high oor alert notification to 150 ohms and continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.